Manufacturer narrative:
There is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with pd catheter removal and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During an anonymous customer experience survey a patient indicated that they discontinued peritoneal dialysis (pd) therapy. The patient stated that they experienced a serious infection and that it was an emergency and was not their choice to stop home dialysis. Additional information was obtained through follow-up with the clinic. The peritoneal dialysis registered nurse (pdrn) stated this patient was diagnosed with peritonitis and required the pd catheter to be pulled. The patient¿s records from pd could not be accessed and therefore no additional information pertaining to the peritonitis event were available. The patient was initiated on in-center hemodialysis (hd) in (B)(6) 2021 and continues to complete that modality to date. No further information could be provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey a patient indicated that they discontinued peritoneal dialysis (pd) therapy. The patient stated that they experienced a serious infection and that it was an emergency and was not their choice to stop home dialysis. Additional information was obtained through follow-up with the clinic. The peritoneal dialysis registered nurse (pdrn) stated this patient was diagnosed with peritonitis and required the pd catheter to be pulled. The patient¿s records from pd could not be accessed and therefore no additional information pertaining to the peritonitis event were available. The patient was initiated on in-center hemodialysis (hd) in (B)(6) 2021 and continues to complete that modality to date. No further information could be provided.